Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of all implants due to osteolysis. Date of implantation: (B)(6) 2007, date of revision: (B)(6) 2012, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b5, h5. Corrected: b3.

Event description:
On (B)(6) 2007, the patient underwent a right cemented total knee arthroplasty to address osteoarthritis of the right knee. No complications noted. On (B)(6) 2012, the patient underwent a revision right total knee arthroplasty of all components to address failed right total knee arthroplasty with significant polyethylene synovitis, periprosthetic resorption and osteolysis, polyethylene wear of the patella and pain. The tibial tray and femur were noted to be well-fixed with no loosening, but significant periprosthetic resorption was noted.